Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient began treatment with intraperitoneal injection of amikacin (250mg, first and third bag), intravenous (IV) injection zactum (4.5gm, daily), and IV injection moxif (100ml, daily) for peritonitis. The patient was discharged nine days after hospital admission and on an unreported date, antibiotic therapy was discontinued. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.